Event description:
Pt was revised to address hip pain. Intraoperatively, found a loose stem and osteolysis. Blackening tissue was removed from the capsule.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.